Event description:
It was reported that the intellivue mx550 patient monitor had a speaker malfunction error. It is unknown if there was still sound coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx550 patient monitor had a speaker malfunction error. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.